Manufacturer narrative:
Updated fields: b4, d4 (UDI number), g4, g7, h2, h10, h11. Corrected fields: d1, d10, g1, h3, h6 (type of investigation). Device not accessible for testing (4117): at this time, the customer cancelled their request for getinge to evaluate and repair the iabp unit involved in this event, as the customer will repair the unit. Moreover, the getinge fse did not perform the scheduled preventative maintenance (pm) service and was informed that the customer has elected to no longer have getinge perform pm service repairs. Additional information is being requested with regard to the repair and status of the iabp and will be reported accordingly. A supplemental report will be submitted upon completion of our investigation. H3 other text : device not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11corrected fields: g1(contact person), h4

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the battery cable of the cs300 intra-aortic balloon pump (iabp) was found broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Email correspondence was received from the customer indicating that the customer resolved the issue by replacing the cable. Functional and safety checks were performed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Notably, the getinge fse did not perform the scheduled preventative maintenance (pm) service and was informed that the customer elected to no longer have getinge perform pm service repairs. A supplemental report will be submitted upon completion of our investigation.